Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, moisture corrosion was found in the battery canister. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. A leak test was performed and failed due to a battery compartment leak.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.